Manufacturer narrative:
As reported, the tip of the simpluse solo popped off. The subject device is not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event 15-mar-2024 is provided as an best estimate based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - device discarded.

Event description:
As reported, during an unknown procedure, the soft splash shield tip of the simpulse solo popped off. It was reported that the tip was retrieved and there was no reported patient injury.